Event description:
Customer reported the active insulin amount for the bolus advice is incorrect. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.